Manufacturer narrative:
(B)(4) is not approved for use in the us, however, a like device, (B)(4), 510k# k094025, is approved for use. The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that the patient underwent a l3-l5 tlif with posterior fixation and peek interbody device. When placing the second interbody device at l3-4 the cage was placed too far anterior. While trying to adjust the cage, it fell to the right side of the vertebral body. The cage was unable to be retrieved and another device was implanted to complete the procedure. It was reported that the patient may undergo a revision to retrieve the cage after recovery.